Event description:
On (B)(6) 2016 I was implanted with allergan biocell textured implants trf-450 and immediately following I have experienced autoimmune issues, hair falling out, extreme fatigue, high inflammation, ringing in the ears, very dry skin, metallic taste in mouth, loss of libido, extreme joint pain. I can not move off couch. Pain is so bad, vision problems, brain fog, gut issues, etc. I have been to so man y doctors to find out what is happening and every doctor is at a loss of words. I was last seen at emergency room (ER) and ER doctor found inflammation in my chest. The pain I feel every day is unbearable and life altering. FDA safety report ID # (B)(4).